Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6)2024. On (B)(6)2024, the patient experienced a skin reaction with itching, rash, redness, drainage and pus, at the needle puncture site. The patient went to the hospital where an incision and drainage was performed to drain the pus. The skin reaction was treated with a prescription of hydrochloride tablets. At the time of the report the patient stated they were recovering well. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).